Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy due to far p oversensing. X-ray revealed dislodgement. The lead was successfully repositioned.